Event description:
The patient complained of uncomfortable sensations at the implant site. The uncomfortable sensation occurs with the stimulation on or off. The patient was treated with injection therapy.